Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset. It was further reported that the battery is dead. The icm remains in the patient. No patient complications have been reported as a result of this event.